Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / perforation (fallopian tube(s))") and device dislocation ("migration") in an adult female patient who had essure (batch no. 786810-not valid, 92212-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and device dislocation outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: lot number - discrepancy noted from previous version pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on 28-apr-2011: essure fallopian tube placement. Lot number 786810 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-oct-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation / perforation (fallopian tube(s)" in a 32-year-old female patient who had essure (batch no: 786810 invalid 92212 invalid, 796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: embedded device "migration of essure device location of device: imbedded within the tube cavity" (seriousness criteria medically significant and intervention required) on (B)(6) 2016 and device breakage "device breakage" (seriousness criteria medically significant and intervention required) on (B)(6)2016. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain, 5 years 4 months after insertion of essure. The patient was treated with surgery (on (B)(6) 2016 right salpingectomy with removal of essure, left salpingectomy with removal of essure, she had surgery to remove the essure implant. And surgical removal of coil). Essure was removed on (B)(6) 2016. At the time of the report, the fallopian tube perforation outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. No further causality assessment were provided for the product. The reporter commented: lot number - discrepancy noted from previous version pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram: on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: results: essure fallopian tube placement. Lot number: 786810 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jan-2019: pfs received- lot number added. The previous event device dislocation was updated to device embedment ( addition of verbatim migration of essure device location of device: imbedded within the tube cavity). Surgery information(salpingectomy) added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / perforation (fallopian tube(s))") and device dislocation ("migration") in an adult female patient who had essure (batch no. 786810) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil), surgery (she had surgery to remove the essure implant.) And surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and device dislocation outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: essure fallopian tube placement. Most recent follow-up information incorporated above includes: on 20-jun-2018: pfs received - new events "abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), device breakage" were added. Lot number was added. New reporter was added. Lab data was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / perforation (fallopian tube(s))") and device dislocation ("migration") in an adult female patient who had essure (batch no. 786810-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (surgical removal of coil), surgery (she had surgery to remove the essure implant.) And surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and device dislocation outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: essure fallopian tube placement. Lot number 786810 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 29-aug-2018: quality safety evaluation of product technical complaints. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / perforation (fallopian tube(s))") and device dislocation ("migration") in an adult female patient who had essure (batch no. 786810-invalid, 92212) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant ie. Surgical removal of coils). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and device dislocation outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, device dislocation, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: lot number - discrepancy noted from previous version pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion; on (B)(6) 2011: essure fallopian tube placement. Lot number 786810 reported is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new lot number added. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("perforation / perforation (fallopian tube(s))") and embedded device ("migration of essure device location of device: imbedded within the tube cavity") in a 32-year-old female patient who had essure (batch no. 786810 inv, 92212 inv,796910) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included overweight. On (B)(6) 2011, the patient had essure inserted. In 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On (B)(6) 2016, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain and embedded device (seriousness criteria medically significant and intervention required), 5 years 4 months after insertion of essure. The patient was treated with surgery (B)(6) 2016 right salpingectomy with removal of essure, left salpingectomy with removal of essure, she had surgery to remove the essure implant. And surgical removal of coil). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, fallopian tube perforation and embedded device outcome was unknown and the vaginal haemorrhage and menorrhagia had resolved. The reporter considered device breakage, embedded device, fallopian tube perforation, menorrhagia and vaginal haemorrhage to be related to essure. The reporter commented: lot number - discrepancy noted from previous version pfs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2011: results: total bilateral occlusion; on (B)(6) 2011: results: essure fallopian tube placement. Lot number 786810 reported is not valid. Lot number 92212 reported is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc(product technical complaint). Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted. In (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device dislocation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (she had surgery to remove the essure implant.) And surgery (she had surgery to remove the essure implant.). Essure was removed on (B)(6) 2016. At the time of the report, the perforation and device dislocation outcome was unknown. The reporter considered device dislocation and perforation to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.